Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that incorrect interpretation of signal resulting in inappropriate high voltage therapy was noted on the device. Abbott technical support was contacted and the device was reprogrammed. The patient passed away due to electro-mechanical dissociation (emd). The physician does not consider the death to be related to the device.